Event description:
It was reported that the customer had a crack on the insulin pump and that the display became pixelated. The customer's blood gluocose was unknown. Troubleshooting was done. The customer stated that she dropped the insulin pump. The customer mentioned there was also a crack at the reservoir window, extending to the esc button. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump also had minor scratches on lcd window, cracked reservoir tube, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, and missing end cap sticker.